Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump¿s black box history showed multiple ¿replace battery¿ alarms and pump reboots. During a 24 hour duration test the pump emitted a ¿replace battery¿ alarm. The battery used was a known fully charged battery. The pump¿s current draws were out of the required specifications. The pump was opened and a component on the printed circuit board was found to be defective. The printed circuit board component was removed and the pump electrical current readings returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump would not power on. It was noted that the pump's battery life did not meet the expectations of the user prior to not being able to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.